Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2010 : product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp), a consumer, and manufacturer representative regarding a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported by the health care professional (hcp) on (B)(6) 2017 that the patient felt stimulation was not helping and it was felt that the battery was near end of life. A consult appointment occurred on (B)(6) 2016. The battery was replaced on (B)(6) 2016. Additional information was reported by the consumer on (B)(6) 2017. It was reported that in (B)(6) 2016 the patient could tell that their battery was failing as it took longer to charge and the charge did not last more than 2 days. The patient¿s original hcp was no longer practicing in that state and so that patient found a new hcp. A consult was performed about replacing the battery. It was noted that the manufacturer representative told the patient that they had a couple of ¿bad¿ leads however they were not interfering with the quality of relief that the patient had been getting from the implant. A replacement occurred in (B)(6) of 2016. Manufacturer records correspond with this report and show that the replacement date was (B)(6) 2016. No symptoms were reported and it was noted that the patient had been getting good relief from the system. Additional information was received on (B)(6) 2017 from the manufacturer representative reporting that the patient was charging every 1.9 days which was too often. Per the manufacturer representative, the patient charged for 0.9 hours each time. The patient¿s settings were reported to have been 9.7 volts, 400 usec, 100 hz, an estimation of 700 ohms, 1 anode, and 1 cathode for program #1. Program #2 had 7.6 volts, 570 usec, 100 hz, an estimation of 700 ohms, 3 anodes, and 1 cathode. It showed that with 24/7 usage showed 1.42 days bol and 1.09 days eol. It was reviewed that with usage and settings the patient¿s recharge interval appeared fine according to the calculation. On (B)(6) 2016 it showed that one electrode that was not being used had greater than 10k ohms and there were elevated impedance on the one electrode. The m anufacturer representative also reported on (B)(6) 2017 that the patient¿s programming on (B)(6) 2016 had covered the majority of their painful areas. The patient used the device 95% of the time and had used it for over 48000 hours. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The weight of the patient at the time of the event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.